Manufacturer narrative:
The pinch valve tubing was changed and after this, the instrument works within specifications. The investigation determined that the tubing exchange resolved the issue.

Manufacturer narrative:
The pinch valve tubing was checked and one of the two tubes was torn in two. It is not clear which pinch valve this tube was attached to. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas e 411 immunoassay analyzer. An incorrect value was reported outside of the laboratory. The sample was tested three times, resulting with psa values of 3.25 ng/ml, 1.35 ng/ml, and 2.74 ng/ml. The reporter changed the pinch valve tubing and repeated the sample. It resulted with a repeat value of 6.91 ng/ml. This value was reported outside of the laboratory to the physician. The psa reagent lot number was 349662. The reagent expiration date was requested, but not provided.